Event description:
It was reported by the sales getinge that during sales demo the cardiosave hybrid type b plug intra-aortic balloon pump (iabp) bottom ¼ - 1/3rd of the upper display is distorted or washed out. There was no patient involved.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and found display lcd pixel damage. The fse replaced lcd and verified that the device meets manufacturer specifications. The unit is cleared for return to use, as the repair was completed successfully and the product passed all functional and safety tests in accordance with manufacturer requirements.